Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The facility administrator (fa) reported to fresenius that the patient's hemodialysis (hd) treatment was interrupted due to a leak at the access line. The patient's treatment was initiated at 10:03. At 10:46 an unspecified alarm was received on the 2008t machine and the attending nurse noted a visible crack in the tubing of the bloodlines located near the machine blood pump. Rinseback was not possible. The patient¿s estimated blood loss (ebl) was quantified as less than 200 ml. No serious injury or required medical intervention resulted from the reported issue. Treatment was restarted and completed on the same machine with new supplies. The sample is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The facility administrator (fa) reported to fresenius that the patient's hemodialysis (hd) treatment was interrupted due to a leak at the access line. The patient's treatment was initiated at 10:03. At 10:46 an unspecified alarm was received on the 2008t machine and the attending nurse noted a visible crack in the tubing of the bloodlines located near the machine blood pump. Rinseback was not possible. The patient¿s estimated blood loss (ebl) was quantified as less than 200 ml. No serious injury or required medical intervention resulted from the reported issue. Treatment was restarted and completed on the same machine with new supplies. The sample is not available to be returned to the manufacturer for physical evaluation.